Event description:
The pt was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion or morphine for non- malignant pain. The pt experienced increase pain. The pt underwent explant of the device in 2000. The device was returned to the MFR for analysis.